Event description:
An 28 mm x 16 mm x 16.5 cm diameter aneurx bifurcated stent graft system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unk. The pt's aortic neck was short with 55-degree angulation. It was reported that the stent graft was placed low causing a type I endoleak. It was reported that the physician implanted an aortic cuff but the endoleak did not resolve. The account did not have another cuff available at the time of implant. The pt was monitored and cuffs ordered. In 2004 the pt was brought back and two additional aortic cuffs were implanted and the type I endoleak resolved. No clinical sequelae were reported, and the pt is reported to be fine.